Manufacturer narrative:
(B)(4). Batch # p55g1j. Device evaluation the analysis results found that the cdh29a device arrived with no anvil present. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic low anterior resection, the device was removed from its sterile packaging and inserted into the rectum. The safety lock button was released. When the device was fired, there was no tactile feedback of firing. When the device was removed, it was observed that the staples had not formed completely into the expected ¿b¿ shape; staples were still in the open ¿u¿ shape. Thirteen pieces of silk 2/0 were used to suture the anastomosis. The procedure was prolonged minutes. There were no patient consequences reported.